Event description:
It was reported that a 27mm navitor transcatheter aortic valve was selected for implant on (B)(6) 2024 using a large flexnav delivery system. The aortic annulus was measured with the perimeter as 76.6mm and the area as 442mm^2. The membranous septum length was 2.6mm. It was noted that the patient had heavy calcification and tortuous anatomy from the common iliac artery to the external iliac artery. There was difficulty inserting the 16f non-abbott introducer sheath into the patient and the device could not be crossed. A pre-implantation balloon-aortic valvuloplasty (bav) was performed. The introducer sheath was able to cross. The delivery system was unable to be advanced. An additional pre-bav was performed. The guidewire was changed and an additional pre-bav was performed. Another attempt was made to advance the delivery system, however the tip of the valve capsule caught onto a calcified segment of the native valve and caused the tip to flare. The valve and delivery system were removed from the patient and replaced with a new 27mm navitor transcatheter aortic valve and large flexnav delivery system. It was noted that there was difficulty inserting the second delivery system into the patient and the device could not cross. It was difficult to insert the delivery system into the vessel due to a flaring of the tip of the valve capsule. The second valve and delivery system were removed from the patient. The second delivery system was replaced and the second valve was loaded onto a new large flexnav delivery system. An additional pre-bav was performed. The third delivery system was able to advance to the implant site. During implant while the valve was in 80% deployment, the patient went into complete heart block. The device was implanted. The final implant depth was 4mm from the non-coronary cusp (ncc) and 6mm from the left coronary cusp (lcc). Temporary pacing was provided to the patient. The patient was released to the intensive care unit (ICU). On (B)(6) 2024 the patient received a permanent pacemaker. The patient status was unknown.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of complete heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection. Operation was performed and the product met all specifications. The patient¿s pre-procedural CT analysis was provided, which showed typical calcification and tortuosity. The analysis confirmed the reported 2.6mm membranous septum length. In this case the most likely cause of the conduction disturbance was the short membranous septum length, and the implant depth deeper than the membranous septum length. However, based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.